Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 41786. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
D9: device returned 12-jun-2024. H3: one device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation of device found missing battery door and scratched lcd lens. Unable to log in error history log due to alarm. Upon powering on the device, alarm was sounding off constantly and the complaint was replicated. The cause was a malfunction with the printed wire assembly (pwa) board. Replaced the pwa board to correct problem and device passed all functional tests after repair.